Event description:
It was reported to MFR that upon interrogation of the vns patients' device, the output current was set to 0ma, which was not intended settings. Review of programming history revealed that at the previous office visit, a system diagnostic test was performed which revealed normal results, however, there was no final interrogation performed at that office visit to ensure that the patient left the office with the intended settings. The next time the patients' device was interrogated, the device was set to 0ma, 30hz, 500usec, 30sec, 60 min, which is one of the settings in the sequence that the software performs a system diagnostic test. An interruption in communication causes this type of event to occur. The settings have since been corrected to therapeutic settings.

Manufacturer narrative:
Analysis of programming history.